Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but was deployed in a proximal position. The physician partially recaptured this device and redeployed it in an acceptable position. The device met all release criteria and was released from the core wire. After the device was released the physician noted on the echocardiogram that there was a mobile structure that was seen on the threaded insert of the device. There was no medical or surgical intervention performed. The patient was discharged from the hospital as planned with their anticoagulation medication. The patient will be followed up again in 45 days.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient but was deployed in a proximal position. The physician partially recaptured this device and redeployed it in an acceptable position. The device met all release criteria and was released from the core wire. After the device was released, the physician noted on the echocardiogram that there was a mobile structure that was seen on the threaded insert of the device. There was no medical or surgical intervention performed. The patient was discharged from the hospital as planned with their anticoagulation medication. The patient will be followed up again in 45 days. It was further reported that three (3) years post procedure there was a device related thrombus. The patient did not experience any other complications.